Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: d1, d4 (UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they checked the device and observed the issue. The connections of the motor control, solenoid, and main boards were reset as well as the power supply assembly. The issue still persisted, and the iabp main board (0670-00-0788) was replaced which resolved the issue. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was showing system failure error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site e-mail, the full event site e-mail: (B)(6).